Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose was 725 mg/dl. The customer was hospitalized due to a chest infection. The customer was assisted with rewinding the pump. The customer was assisted with getting connected back to the pump. No further assistance was needed.